Manufacturer narrative:
Results - inherent risk of procedure (endoleak, migration rupture). Lack of info (no films or operative reports were received). Conclusion: lack of info (no films or operative reports were received). Required secondary intervention.

Event description:
An unk size aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the aneurysm was found to have ruptured approximately 8 weeks ago. There was 15 mm distal stent graft migration, the contralateral limb had separated from the main device and there were type 1 endoleaks proximally and distally. Also the stent had separated from the graft. A re-intervention was successfully performed with another manufacturer's stent graft. Thrombus had collected within the aneurx stent graft; therefore, a thrombectomy procedure was performed. No add'l clinical sequelae were reported and the pt tolerated the procedure is fine.